Event description:
Damage to the pump housing and usb port, including the pins, was reported, impacting the customer's ability to charge the pump and causing a shutdown. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with a model featuring updated software, provided the customer with necessary instructions for returning the faulty pump, and confirmed relevant details, including shipping logistics.